Event description:
The customer reported being hospitalized due to high blood glucose of 348 mg/dl. The customer stated that he was confused and had ketones. The customer's most recent glucose reading was 202 mg/dl and was treated with manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. The customer stated that he uses the infusion set for more than (B)(6). Advised the customer to change the infusion set more often. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.